Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. G4 510(k)#: please note that this product c01a-j(bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510(k)# k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding product used in spinal therapy for compression fracture. It was reported that to prevent cement leakage into the screw head, the inline method was used to check for any axial misalignment, and the delivery guide was inserted. The passage was confirmed using a 1.5k wire, and under the c-arm, the flow of cement into the vertebral body was verified. After cement filling, it was confirmed that the tip did not come off when removing the delivery guide. Attempts were made to remove the cement using a chisel and detach the tip with a punch, but these efforts were abandoned. Since attention was paid to both the viscosity and the filling speed of the cement, the cause of this incident could not be determined. There was a delay of less than 60 minutes and no further complications or symptoms reported. Additional information was received via manufacturer representative that there is no extravasation of cement is observed. There is no allegation of cement but this event is reported for screw malfunction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that there was cement leaked from screw head and backflow observed in fns screw. Additional information was received via manufacturer representative that there are no complaints on fns tip and cause of the event is unknown if tip might not be properly dropped into the screw head. There are complaints that the delivery guide is difficult to use.

Manufacturer narrative:
Radiographic image: antero posterior x-ray l4-s1 interbody fusion, cement augmentation of pedicle screws was unable to visualize as described broken hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.